Event description:
It was reported that the foley catheter fell out of the patient when the patient was up to the bathroom independently. The nurse assessed and found that the statlock was still on the patients leg and the catheter was out with the deflated balloon. The patient reported no pain on removal. It was further reported that the balloon was inflated by the staff and there was no obvious leakage observed.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (contact with sharp objects or mechanical failure or operator error or thin rubberize layer). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. 1) use luer tip syringe to inflate with stated ml of sterile water. 2) for prefilled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water." The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out of the patient when the patient was up to bathroom independently. The nurse assessed and found that the statlock was still on the patient's leg and the catheter was out with balloon deflated. The patient reported no pain on removal. It was further reported that the balloon was inflated by the staff and there was no obvious leaks.